Event description:
It was reported that the patient presented in the emergency room with a pacemaker that could not be interrogated. It was noted that the device was in backup vvi. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. The reported field event of backup vvi (bvvi) and inability to interrogate was confirmed in the laboratory and was due to low battery voltage. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected.